Event description:
The customer reported to olympus that during an endoscopic sinus surgery, a xenon lamp was not getting power, which was shifted to a spare lamp, and an e101 error appeared on the visera elite xenon light source. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a error coming on monitor screen after some time was due to a faulty fan unit, the main lamp does not light after some time and equipment overheats due to a faulty ventilation fan, dust found inside the unit, corrosion and dent on rear foot need to replace, minor dent on rear panel, scratch on top cover, minor corrosion on rear panel, minor scratch on front panel and minor corrosion on chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty fan unit could not be identified. Olympus will continue to monitor field performance for this device.